Event description:
Pt called lfs and alleged that their meter was reading inaccurately high. The pt performed two control solution tests, both failed. Pt also reported a blood glucose result of 207 mg/dl. The pt retested on another meter and obtained a result that was 80 points lower; this is an invalid comparison. The test strips and control solution were in good condition. The codes matched and the testing technique was correct. The pt neither alleged injury or harm. The meter and test stips are being replaced for the pt. No further info has been reported.